Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient could feel each rv paced beat and felt a sticking feeling that was positional when not pacing. The physician suspect that the tip of the screw was aggravating the pericardium. A CT scan was performed ruling out perforation and absence of pericardial effusion. There were no adverse health consequences to the patient. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.